Manufacturer narrative:
Although reasonable attempts were made, no additional event information was provided and subject device was not returned by user facility. If additional information is made available a follow-up MDR will be filed.

Event description:
It was reported that at some point during a holap procedure, the subject fiber stopped working and that a turp was used to complete. The secondary turp procedure was performed without any lumenis device. It was further reported that during said turp procedure, the patient coded and was stabilized. It was also reported that the patient was expected to make a complete recovery with no sequelae.